Event description:
(B)(4). Heavy bleeding going through a heavy pad in less than an hour, huge blood clots, headaches, severe cramps even when I'm not on my period, no energy, back pain, depressed, hurts to make love to my husband, forgets things easy.